Event description:
It was reported that patient started leaking at night. The patient was not feeling stimulation while therapy was on. The patient stated it started a week ago, confirmed in (B)(6) 2016. The patient reported she nearly had an MRI and they had her in the machine and she yelled "no!" And they got her out of the machine and away from the MRI room in a different part of the hospital. It was mentioned that the procedures/emi that could be related to this issue. The amplitude was increased. The indications for use for this patient were gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.